Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. On (B)(6) 2021 the patient experienced rectal pain around three weeks after competition of hypo fractionated radiation. The patient also experienced rectal discomfort. The patient visited gastroenterologist who performed a sigmoidoscopy and noted an 1 cm by 1 cm ulcer at the posterior wall. A biopsy was performed by the gastroenterologist in an unknown location. On (B)(6) 2021, the patient was placed on high fiber diet, canasa suppositories and amytrytiline. There was little improvement. The patients pain continued, and potentially worsened. The patient did not show signs of fever. Magnetic resonance imaging (MRI) shows evidence of an abscess that may contain gel. The patient was given antibiotics. On (B)(6) 2021 interventional radiology (ir) drainage of abscess as an attempt to delay or prevent the colostomy is intended. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith effort